Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that poor communication was seen on the patient programmer (pp). Patient was not able to communicate with the recharger (insr). Patient's last successful charge session was 4-5 months ago. Patient reported that they were not maintaining charging because they were having other medical issues and they figured the stimulator was hiding the problems. Patient was redirected to healthcare provider. No symptoms reported. No further complications were reported/anticipated.